Event description:
It was reported that the 9800 system was unable to save images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.